Manufacturer narrative:
Batch review performed on 12 june 2018; lot 173486: (B)(4) items manufactured and released on 18 october 2017. Expiration date: 2022-10-08; no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined that the patient had a periprosthetic fracture. The cause of the fracture is unknown. The surgeon revised the stem and head. The surgery was completed successfully.